Event description:
It was reported that the patient's implantable neurostimulator (ins) that was implanted in 2003 was removed due to the patient never having therapeutic effect. Since the removal, she continued to suffer with pain and had been advised that her spine had "worsened." She was planning to see her physician "soon." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient had a stimulator implanted and later removed, though it was unclear whether this was a separate stimulator from the on initially reported. It was noted that the patient has "failed back syndrome." Seven days later, it was reported that the patient's stimulator was not a medtronic device, but was actually a boston scientific device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).